Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined that the reported issue regarding material rupture appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a de novo distal left circumflex artery. A 3.75x12mm nc traveler was advanced and once at the lesion the balloon ruptured at 12 atmospheres (atm) during the first inflation. Another non-abbott device was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.